Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemption number e2015036).

Event description:
The loaner device was previously returned to pentax medical from a customer on 09/nov/2018 and inspection of the unit was performed on 26/nov/2018 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection; distal cap/ case cracked; passed wet leak test; customer complaint not stated; right/ left brake knob tight; passed dry leak test. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's was repaired where distal case/cap, was replaced and/or resealed, along with miscellaneous parts, and returned to loaner inventory on 09/jan/2019. Parts replaced: distal case/cap; objective prism assy; o-ring (0.5x1.3).